Event description:
During a surgical procedure, a lap sponge was under the hand of the surgeon. It became hot. The bovie or harmonic was in use at that time. The lap sponge did flame but was extinguished without pt harm.